Event description:
Edwards received information that twelve (12) years, eleven (11) months post implantation of this surgical aortic valve, a transcatheter valve (tavr) was implanted (valve-in-valve) due to degeneration. The re-operation was a success and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.